Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of at least 22 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.